Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that this event involved a male patient (pt) in his (B)(6) the catheter insertion sites are various, both neck and femoral sites that were placed in the itu. The drugs/concentrations that are being administered are heparin, flolan and various others. The acute hd central venous catheter (cvc) continued to clot off, so the catheter had to be removed and replaced. The difficulty was encountered at different times, from almost immediately after insertion to the line being insitu for a longer period of time before needing to be replaced. It was reported that 7 catheters were used on this pt from (b)(6 2011 to (b)(6 2011. Therapy was delayed or interrupted approximately 8 hrs or more. It was noted apart from therapy being delayed there were no pt complications reported. The outcome of the pt is "remains" in itu. Reference MDR # 1036844-2011-00040, 1036844-2011-00041, 1036844-2011-00042, 1036844-2011-00043, 1036844-2011-00044, 1036844-2011-00046 for the related events involving the same pt.